Event description:
Related manufacturer number: 2017865-2022-07383. It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture, increased pacing impedance, and varying r-wave amplitude. The atrial lead showed a decrease in pacing impedance, capture threshold variation, and varying p-wave amplitude. The right ventricular lead was inappropriately capturing the atrium and imaging revealed that both leads had dislodged. The right ventricular lead was explanted and replaced, while the atrial lead was successfully repositioned. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, high pacing impedance and r-wave amp variation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing and visual inspection found no anomalies. X-ray inspection found over-torque of the inner coil consistent with procedural damage. After cleaning, the helix was able to be extended and retracted and the full helix extension length was measured within specification. The reported events of loss of capture, high pacing impedance and r-wave amp variation were not confirmed.